Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. "Micro": preventive replacement of o-rings performed ; motor not turning smoothly - motor replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: hand control set replaced; contacts of the keypad corroded: hand control set replaced; the complaint device has been repaired, tested, and is now fully functional. The root cause of the reported failure (broken 2+ pieces) cannot be determined as the evaluation did not reveal it was physically broken. The complaint cannot be confirmed. One possible root cause for the other deficiencies found with the device could be water ingress over time. Other than this possibility we cannot determine a definitive root cause. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 4-16-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado handpiece with hand controls needs service. The device is broken.